Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the insulin pump had a motor error alarm. It was stated that the customer then started using his new insulin pump but received a no delivery alarm so he went back to using the old device. The blood glucose at the time of the incident was 190 mg/dl. The device was not exposed to a magnetic field and the customer was able to rewind. It was advised to revert to a back-up plan. The device will not be returned for analysis.